Manufacturer narrative:
Complaint conclusion: as reported, the peg sealant of a 6f¿12f mynx control venous vascular closure device (vcd) was partially out of the skin, and although this was a venous site, part of the sealant was dislodged or pulled out as the device was removed. The sealant appeared to stick to the device. Pressure was held to achieve hemostasis, but the duration is unknown. There was no reported patient injury. Device storage conditions did not exceed 25°celsius according to internal checks and staff confirmation. The device was deployed according to the instructions for use (IFU). Buttons #1 and #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during device use. Suitability of the femoral vein was verified by venography, including insertion angle. A 7f non-cordis sheath was used. The account reported nothing unique about the deployment. The procedure was interventional. The deployer was mynx certified. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2513701 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant-inaccurate placement-partial" could not be observed. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the peg sealant of a 6f¿12f mynx control venous vascular closure device (vcd) was partially out of the skin, and although this was a venous site, part of the sealant was dislodged or pulled out as the device was removed. The sealant appeared to stick to the device. Pressure was held to achieve hemostasis, but the duration is unknown. There was no reported patient injury. Device storage conditions did not exceed 25°celsius according to internal checks and staff confirmation. The device was deployed according to the instructions for use (IFU). Buttons #1 and #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during device use. Suitability of the femoral vein was verified by venography, including insertion angle. A 7f non-cordis sheath was used. The account reported nothing unique about the deployment. The procedure was interventional. The deployer was mynx certified. Other procedural details were requested but were not provided. The device was discarded after use and will not be returned.